Event description:
It was reported that in 2008, the pt suddenly experienced headache, dizziness, and left paresthesia of the face, neck and arm. The pt had received two ablation procedures as part of the clinical study in another country. The first procedure was performed in 2007 using a thermo-cool d-curve catheter. The second procedure was performed five months later, using a thermo-cool d-curve catheter. The pt was treated with anticoagulant before, between and after both procedures. After the last procedure the pt stopped taking marcumar on her own, against the physician's advice. In 2008, the pt was admitted with tci/apoplexia. A CT-scan of the brain did not show infarction or hemorrhagia. The pt's symptoms disappeared. The outcome of the event was described as "improved" and there was no permanent disability.

Manufacturer narrative:
The catheter was discarded by customer.